Event description:
Medtronic received a report that an echelon 10 catheter tip was damaged. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. Femoral artery access vessel diameter was 2 mm. The operator used a guidewire to guide the echelon into position and found an abnormality with the echelon. After removal, an "intact rupture" at the distal tip end of the echelon was observed. There was no friction or difficulty during delivery. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Aside from rupture, there was no other damage to the catheter. No injection was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.